Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their doctor put them on program 5 about 2 months ago and it did not work at all so they switched to program 4 and it worked perfectly but now they were having real short notice of urine, they had accident after accident and it was horrible. Reviewed interstim therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Patient (pt) said today they just increased and now notice intermittent zip sensation above where the implanted device was located. Reviewed the option to change programs, turn therapy down or off until they can follow up with their doctor during the call pt chose to and was successful to change programs increase confirming comfortable sensation in bicycle seat area. During the call pt said they had called manufacturer a couple of months ago and had met with manufacturer representative (rep) when they got their first stimulator they have tried to call him but the number changed. Pt said they met a new rep when they got their current implant .